Event description:
Patient reported experiencing high blood glucose. No error messages were generated by the device. Patient did report that using injections does bring their blood glucose under control. Patient plans to start insulin injection therapy per doctor's orders.